Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a backup alarm buzzer that failed to audibly alarm was confirmed during product evaluation. This condition was caused by a battery harness blown fuse. The battery harness was replaced to correct the reported condition. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. (B)(4). However, baxter will continue to monitor and report on death and serious injury (dsi) events to assess the impact on patient safety.

Event description:
A baxter service technician discovered a flo-gard infusion pump with a backup alarm buzzer that failed to audibly alarm. This problem was identified during service as the pump was being tested. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.